Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a micropace cardiac stimulator the device would not generate the stimulating current. They were unable to resolve the issue and the procedure was cancelled. There were no patient complications. It is unknown if the device is going to be repaired on site or if it is available for analysis.